Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device referenced in this report was not returned to olympus for evaluation and was sent to a third party agency for repair. Therefore, the allegation could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was shipped in accordance with specifications. Since the user sent the device to a third party agency for repair, the device may have been repaired by the third-party agency in the past. The root cause of the reported slight scratch on the patient's throat could not be identified. The following are the probable causes: 1. The device was withdrawn from the patient forcibly, and 2. The third-party repair was inadequate. Occurrence of the suggested event can be reduced or prevented by handling the device in accordance with the following instructions for use (IFU): ". Operation - if any of the following phenomena occur during an examination, immediately stop the examination and withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. - if the endoscopic image on the video monitor disappears or freezes unexpectedly. ·withdrawal of the endoscope with an abnormality - if an abnormality occurs while the endoscope is in use, take a proper measure as described in either ¿when the endoscopic image appears on the monitor¿ or ¿when the endoscopic image does not appear on the monitor or the frozen image cannot be restored¿ below. After withdrawal, return the endoscope for repair as described in section 5.3, ¿returning the endoscope for repair¿. - if the endoscope or endo-therapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it; deal appropriately. If any irregularities are suspected, immediately contact olympus. Forcibly withdrawing the endoscope or endo-therapy accessory may cause patient injury, bleeding and/or perforation. ·troubleshooting guide- troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.3, ¿returning the endoscope for repair¿". A definitive root cause for the blurred image was not established. The following are the probable causes: 1. The entire image was blurred due to damage to the charged coupled device unit. 2. The entire image was blurred due to sliding error of movable range that occurred in the zoom scope. 3. Blurring the entire image occurred within the allowable range. 4. The entire image was blurred due to damage or deformation of the connector. The user may be able to reduce / prevent the occurrence of the event by following the instructions for use: "-inspection of the endoscopic system -warnings and cautions" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that this evis lucera gastrointestinal videoscope exhibited a blurry image during an unknown diagnostic procedure. The scope was replaced, which caused a slight scratch on the patient's throat. The procedure was completed, and the patient was discharged from the hospital.